Manufacturer narrative:
Fb35af other device setting issue helpline support team reported that they were receiving unexpected error while trying to generate reports from carelink application. "Complaint summary: helpline support team reported that they were receiving unexpected error while trying to generate reports from carelink application investigation/testing summary: an attempt was made to reproduce the issue by logging into carelink system application for the provided clinic name and tried to generate reports for the patient under the clinic and confirmed that the issue was reproducible. Observed that the user had control code enabled in account settings which has caused date to be uploaded data size to be larger , which caused the report generation to fail with error. To assist with the resolution , instructed the below steps to the helpline team. -- requested helpline to advice user to remove control code from carelink personal user account settings. (Most likely) root cause: the root cause of this issue is due to enabling control code , the snapshot contains data for more then a year and hence the reports are not generated due to processing huge data. Analysis summary: informed helpline support team to remove the control code setting from the user account to avoid large data upload which caused error in report generation. Helpline support team confirmed that the report generation was working fine as expected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that an unexpected error was occurred in carelink report. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer will continue using the device. The device will not be returned for product analysis.